Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 634.3 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient experienced a return of spasticity shortly after their pump was replaced on (B)(6) 2019. When the patient presented for his first pump refill, the practitioner withdrew 26 mls of drug form the reservoir. There should have been 2.3 mls left in the reservoir. The environmental, external or patient factors that may have led or contributed to the event was reported as; the patient was involved in a violent mugging the day after his surgery ((B)(6) 2019). The patient was knocked unconscious, had his wheelchair stolen and was found lying in a parking lot the next morning. The patient was hospitalized after this attack for nearly a week. An attempt was made to aspirate their catheter through the catheter access port (cap), however, no fluid was able to be aspirated. The pump was interrogated and no alarms were noted. The patient was placed on oral baclofen and schedule to follow up with their hcp on (B)(6) 2019. The issue was not resolved at the time of this report. The patient's status was alive - no injury.